Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Sample was received in unused conditions, inside a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample unit did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing, there were no leaks identified. Complaint was not confirmed. No root cause was determined due to the complaint not being confirmed.

Event description:
It was reported that filter leakage was observed. No patient injury was reported.